Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system when customer tried to fill tubing and insulin was squirting. Customer¿s current blood glucose was 251 mg/dl. Customer was able complete rewind and able to clear the alarm. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, occlusion test or excessive no delivery test due to a33 alarms.